Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented via remote transmission. Upon review the right atrial lead exhibited lead noise that led to inappropriate automatic mode switch. No interventions have been performed.